Manufacturer narrative:
The pump was returned to animas. Evaluation revealed contamination under all keypad button contacts. All keypad buttons intermittently activated pump functions when pressed.

Event description:
The patient's mother reported that for six months the up and down arrow buttons have been slow to activate pump functions when pressed. She reports that the buttons will no longer activate pump functions at all. She reported that the keypad rubber was intact and the buttons clicked and sprung back normally. She denied any exposure to moisture.